Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical that this patient underwent a shoulder replacement. Subsequently, the patient experienced shoulder pain attributed to humeral component loosening and nonunion. A revision procedure was performed, during which the humeral stem, humeral tray, and humeral liner were revised. The outcome is considered resolved. No further information is available.